Event description:
The customer reported a power outlet sparked when disconnecting an eli-280 from an emergency (red) outlet. There was no harm or injury reported. This event was captured under hill-rom complaint ref # (B)(4).

Manufacturer narrative:
The eli 280 is a 12-lead electrocardiograph device intended to be used to perform 12 lead resting ecgs. The acquired data can be reviewed, stored, printed, and/or transmitted to an emr system. The eli 280 resting electrocardiograph is indicated for use to acquire, analyze, display, and print electrocardiograms. Device is indicated for use to provide interpretation of the data for consideration by a physician. Device is indicated for use in a clinical setting, by a physician or by trained personnel who are acting on the orders of a licensed physician. It is not intended as a sole means of diagnosis. The interpretations of ECG offered by the device are only significant when used in conjunction with a physician over-read as well as consideration of all other relevant patient data. Device is indicated for use on adult and pediatric populations. The device is not intended to be used as a vital signs physiological monitor. For protection against shock, electrically powered welch allyn medical devices are designed, validated and manufactured per the isolation standards in "iec 60601-1". The standard is referenced in the instructions for use. This assures that the mains power is isolated to prevent injury to the patient and user from the mains electrical power. Hillrom received the main device for inspection but the power cord was not returned. The device was tested with an ECG simulator where no problem was found with the unit. As the power cord was not returned for inspection, the root cause of the event could not be determined although the reported event did not result in a serious injury, the report of a spark when disconnecting the device's plug from an electrical socket could potentially contribute to a serious injury or death, if the malfunction were to recur. Therefore, hillrom considers this complaint a reportable malfunction.